Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited artifact/noise on the atrial and ventricular leads during high rate events. It was noted that the patient was in surgery at the times of the listed events. The device remains in use. No patient complications have been reported as a result of this event.